Event description:
The clip closed and acted like it deployed but would not detach from the sheath. Attempted to open and close using the handle and the spring became dislodged. Md was eventually able to manipulate sheath and detach from clip.